Event description:
Information was received indicating that during testing of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable" alarm. No patient injury reported.

Manufacturer narrative:
Other, other text: corrected data b1, corrected data: corrected data b1-product problem.